Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, possible cause includes stress problems. The most probable cause of the additional failure is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno videoscope exhibited a detached bending section adhesive. There was no patient involvement.